Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that there was blockage located at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.